Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported after placement of the inner anchor the shaft broke. The physician could grab the suture and the collagen was able to be placed as good as possible. No good hemostasis was reached, therefore they did manual compression and compression bandage. There was no harm to the patient and the patient was reported to be in stable condition. It was a right femoral artery puncture. Bleeding occurred in the procedure room. Additional information was received on january 25, 2018. After placing the inner anchor, the shank broke off when retracting. The thread was taken and the collagen was placed. There was no correct hemostasis, so they manually pressed. There was no estimated blood loss.

Manufacturer narrative:
One 6fr angio-sseal sts plus was received for evaluation. Upon receipt, the device was in full rear lock position. The tamper tube and suture was returned separate from the device. The plastic pouch was returned with the device as well. Blood like substances were noticed on all returned components. The suture was detached completely from the device, as received and upon microscopic inspection of the ends, it was found, that one end was cut, as if with a blade and the other end was frayed. The device was disassembled and no suture was found within the spool. It was established that the suture had unwound completely. No damage for deformation was noted on the tensioner cap or adjacent subcomponent. Lot specific manufacturing causes were investigated and revealed no identified causes that could have contributed to the reported failure. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. It was initially reported the device was not implanted. However, the device was implanted, and the date the device was implanted has been provided.